Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number unknown) having power cable tears was unable to be confirmed. The controller was not returned for analysis. No log files or photos of the damage were submitted for review. Provided information indicated that the system controller was exchanged and there were no alarms associated with the event. It was reported that the controller would be returned, and that it was sent back in september; however, the tracking information was not provided. It is unknown if, or when the product will be returned; therefore, the investigation will be closed. If the product returns, the event will be re-opened, and the product will be evaluated. The root cause of the power cable damage was not able to be determined via this investigation. The device history records for the heartmate 3 system controller could not be reviewed as the serial number was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged on 30jul2025 due to tears in the power cable.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.